Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report that the therapy connector on this defibrillator was damaged. There was no reported malfunction of the device. There is no indication of patient involvement.